Event description:
The rptr stated that he found a small, white fleck approx 1/2 mm in size on the black rubber plunger on the inside of the syringe. He also found in a second tray of the same lot, a hair or fiber aprrox 1/2 cm long adhering to the inside of the syringe barrel. The rptr stated that there was no tampering and that this was the fifth or sixth time this has happened within a yr and a half.